Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of ?intermittent? Was confirmed and reproduced. The root cause was not identified and there were no repairs made. Functionality of the device was not verified due to estimate refusal by the customer. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The facility representative reported an infuso.r. Pump with a reported condition of "intermittent". This condition occurred upon power up in biomed service. The reported condition was confirmed as a constant alarm which interrupted delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Event description:
The facility representative reported an infusor pump with a reported condition of "intermittent." This condition occurred upon power up. The reported condition was confirmed as a constant alarm which interrupted delivery. The customer reported patient involvement but there was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.